Event description:
A copy of medwatch uf/importer report (B)(4) was received on (B)(4) 2010, which stated: problem checked; date of event: (B)(6) 2010; date of their report: (B)(6) 2010. Describe event or problem: the pt had a tracheotomy performed on (B)(4) 2010. On (B)(6) 2010, the pt was progressing and was off the ventilator. The speech pathologist was going to change out the cuffed trach to a normal trach when the problem was detected. The pathologist advised that she was going to attempt placement of a passy-muir valve (pmv) and this required the trach cuff to be deflated. This is done using a syringe to pull the air out of the cuff through a port on the cuff. When she extracted the air, she noted the cuff began to re-inflate. It did not pressurize but did return to its normal inflated shape. She advised that they later discovered a hole in the cuff. The trach was removed and the pt had a regular trach inserted at bedside.

Manufacturer narrative:
The lot number reported is incomplete or invalid and therefore, the date of manufacture cannot be determined. If the sample is returned, a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report. (B)(4).